Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage was not confirmed; the marker lumen was successfully flushed. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a bilateral renal artery stenting procedure. The marker lumen was successfully pre-flushed with saline prior to the procedure. Reportedly, during the closure procedure, there was no blood flow evident through side exit-port or wire entry port after withdrawal of wire. The device was withdrawn from patient before it was deployed. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.